Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing therapy for atrial fibrillation (af) with rapid ventricular response that the cardiac resynchronization therapy defibrillator (crt-d) classified as fast ventricular tachycardia (fvt). The device remains in use. No further patient complications have been reported as a result of this event.